Event description:
Event occurred on automated blood analyzer tango optimo: customer called to report an issue that is happening on their tango. The customer states that she believes that the tango is contaminating pt samples and causing false positive antibody screens and panels on their tango. Survey regarding ahg anti-igg solidscreen ii art. (B)(4), lot 8102140-02 in conjunction with above described event on tango optimo: the customer had reported false positive reactions caused by carry over. The correct function of the affected reagents were proved by testing the complaint samples and retention samples of quality control lab on tango. All positive and negative reactions were correct. We didn't observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.

Manufacturer narrative:
Result or root cause analysis in conjunction with tango optimo device: in accordance to the results obtained at the customer site, testing at bmd confirmed a carry-over event from one well into those that correspond to two of the adjacent samples occurring during sequential pipetting of different blood plasma caused by the high titre of antibody present in the original sample. This phenomenon may be enhanced due to shifted protein levels and/or drug treatment of the corresponding pt (but has not been analyzed into detail here). A suspected contamination with antibody could neither be detected in the samples that ran adjacently at the customer site nor in the known negative donor samples that were processed right after the antibody containing sample during this investigation. Each pipetting step of individual samples is followed by a rinsing step of the corresponding needle resulting in a dilution of biological residues by approx 1:1000. In general this dilution factor is sufficient to prevent a detectable transfer of material into the following specimen.